Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that decreased impedance and farfield sensing were noted on the rv lead. X-ray during intervention revealed a spliced shock electrode with four conductors falling apart (externalized conductors) distal to the rv coil. The lead was left in position due to an occluded vein.